Event description:
Healthcare professional (hcp) reports a pt reaction with the fourth usage of a psn membrane. The incident occurred 5-10 minutes into the hemodialysis treatment. The pt experienced itching, chest pain, shortness of breath, hypoxia, throat and tongue swelling and diarrhea. Pt received benadryl 50 mg. And epinephrine .2cc (1/1000) intravenously. In addition, pt was also treated with 02 at 8l. The dialysis treatment was stopped and no blood was returned. (Estimated blood loss 250cc) the pt received no relief and was taken to the ER and admitted to the hospital overnight (1/2/99). The pt recovered and is currently on a polysulfone membrane per the hcp.